Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp shim. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The device was visually inspected, functionally tested and an alarm log review was performed. The cause of the damaged safety clamp shim is unknown. To correct the condition, the safety clamp shim was replaced and calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.